Event description:
It was reported that multiple of the same malfunction alarm occurred. The customer was unable to reset the pump and resume insulin therapy as the malfunction alarm kept recurring. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.